Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a "ablation of vocal chord (B)(6)" procedure, the "fiber was connected, laser was taken off stand by, settings were 3 watts @ .2 & .2 pulse. Laser was tested on a wet tongue depressor and within seconds caught fire on the distal tip. A basin of sterile water was used to douse the fiber." The "patient was in the room and asleep." A second fiber was connected and test fired with no complications and procedure continued. Patient outcome: "no injury."

Manufacturer narrative:
Evaluation codes added. Correction of probable root cause. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Tip wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Manufacturer narrative:
Device available for evaluation updated, device codes added, device evaluated by manufacturer updated, evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the glass distal tip exhibits devitrification, and is fractured and burnt; signs of detritus adhesion between the distal tip and stripping location; the outer cladding exhibits signs of slight melting at stripping location; the fiber was tested with hene laser fixture, aim beam is visible at the tip and the light spot created by the aim beam appears unacceptable per IFU requirements. Probable root cause: based on the device analysis, the probable root cause of the failure is undetermined.